Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center could not be turned on. The issue was found during preparation for use before an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm. Related patient identifiers: (B)(6) and (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "power does not turn on" malfunction would likely be a power supply unit malfunction has occurred due to some factor, resulting in an accidental power supply failure. Olympus will continue to monitor field performance for this device.